Manufacturer narrative:
An additional lot number was reported (lot # m016258). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the a cartridge alarm 1 occurred. The customer's blood glucose level was not impacted. Reportedly, the customer did not have extra cartridge to load onto the pump.